Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116", "pacer disabled" and "defib fault 72". Complainant indicatedthat there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.